Manufacturer narrative:
(B)(4). Initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including post primary and pre revision x-rays, the explanted devices, operative notes, patient age and activity level and patient medical history was requested in order to progress with this investigation, however, these were not provided to corin and thus there was only very limited information available for the investigation. This revision was of a cormet cup and optimum head in the right hip of a bilateral patient. The two explants were discarded by the hospital following the revision and therefore the part numbers and lot codes of the explanted devices could not be confirmed. However, the part numbers and lot codes for all 4 devices implanted at primary surgery were provided and the relevant device manufacturing records were identified. All 4 of the devices conformed to material and dimensional specification at the time of manufacture. Due to the lack of information available for this event, no further investigation can be conducted at this time and corin now consider this case closed. If further information is provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision of the right hip in a bilateral patient after approximately 6 years and 6 months due to infection. The two devices explanted at the revision surgery on (B)(6) 2017 were discarded by the hospital and thus the part numbers and lot codes of these cannot be confirmed. Therefore all 4 of the cormet devices implanted at primary on (B)(6) 2011 will be included in this report.